Manufacturer narrative:
Customer's biomedical engineer reported that: the unit was plugged into the outlet and the fan ceased to operate at the point when the unit shutdown. It started back maybe five to ten minutes later, but the system did not come on until the power was off and then back into the on position. Datascope technical support advised the customer to replace the power supply. The power supply was returned to datascope for further evaluation.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.